Manufacturer narrative:
Associated medwatch reports: 9610612-2020-00057 ((B)(4) sc503t). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a quintex semiconstrained screw. According to the reporter several quintex screws broke. The 40mm hybrid plate was held in place by one plate holding pin, in the central hole. The surgeon used the double drill guide, set to 16mm, and drilled the screw holes. He then placed the semi-constrained 16mm screws. When the screw was seated in the plate, he pulled the screwdriver out and the small silver metal locking circle came out of the head of the screw. This happened twice, and the screws had to be replaced. Next the surgeon had only screwed the screw halfway down, not into the plate, and stopped for an x-ray, when he removed the screwdriver the metal locking circle came out again. When I checked the removed screws at the end of the case, I also saw that on one of the screws, four of the five petals forming the screw head had broken off. The procedure was a c4-6 two level anterior cervical decompression and fusion (acdf). There was no patient harm. This malfunction prolonged the surgery for 10 minutes. Additional patient information is not available. The malfunction is filed under (B)(4). Associated medwatch reports: 9610612-2020-00057 ((B)(4) sc503t).

Manufacturer narrative:
Investigation results: one screw arrived with broken off petals and detached locking ring. The thread exhibit heavy deformations. One broken off petal and the detached locking ring were enclosed. We made a visual inspection of the screw. The screw exhibit heavy deformations and damages at the thread, it is partially sheared off. One metal shaving is still present at the thread. Batch history review: because the batch number is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the screw exhibits signs of heavy mechanical overload. The deformations at the thread and the generation of a metal shaving are likely caused by a contact to the plate during driving the screw. Deformations and defects of such heavy kind are normally known after explantation during a revision surgery. A material defect or a manufacturing failure can be excluded. A CAPA is not necessary.